Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2019, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported there were missing pieces from the cartridge compartment and that the cartridge compartment was damaged as well as the cartridge cap. It was also reported that the u-groove was cracked and that the clip would not stay on the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 20-dec-2019 with the following findings: a visual inspection of the pump revealed the cartridge compartment was cracked. A test cartridge cap was able to attach securely to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.